Event description:
Customer reported via phone, she had experiencing swings in her blood glucose. It had lowered as low as 47 mg/dl. Customer declined troubleshooting and wanted assistance inserting the sensor. So she can provide an accurate report of her blood glucose readings. Customer is not returning the device for further analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.